Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter displays an apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged the issue began at 9:30pm (date unknown). According to the csr's documentation, an hour prior to the start of the alleged issue the patient experienced a symptom of low blood sugar (specifying "shaky"); however, the patient denied receiving any form of medical intervention/treatment after the reported meter issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique (per owner's booklet recommendation) and using the correct test strips. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.